Manufacturer narrative:
A philips authorized service engineer asp reached to the customer and was informed that the customer had no more information about the event and went with a third party to resolve the issue. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during monitoring in the operating room, the ECG initially had good conduction; however, the waveform did not display or was unstable so the lead wire was exchanged with no resolution. Another monitor was used to continue monitoring the patient. Good faith efforts are ongoing. The device was in use on patient at time of event, there was no adverse event reported.